Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy helped in the beginning, but then it stopped working for her. The patient had gone to her urologist several times and they had used the clinician programmer to check the implant and increase stimulation and each time that the stimulation was increased, the patient had felt stimulation, but therapy still had not been helping. The patient had increased stimulation and tried different programs. For now, the patient had turned the implant off and wanted to learn more about the device, so she went to a urology seminar. The patient was told that it might be that the lack of relief may be that the lead is not in the right spot; however, this has not yet been confirmed via imaging. The patient was redirected to follow-up with a health care provider. There were no further complications reported. Additional information was received on 2023-10-17 . The patient reported that their device worked for 3 months. They reported that they kept complaining about the implant not working, and that the provider didn't listen. The patient reported that she went back to the office and was told that her implanting provider was no longer there. She reported that her implant was eventually removed. In 2022 so she could get an MRI.